Event description:
When the time is set on the marquette unity network, the clinical info centers (cic's) lose communication with the bedside and telemetry transmitters. The problem can last up to 5 mins. The cic's also rearrange the waveforms when communications are restored. The effect is for clinical personnel to lose monitoring ability for a period of time.